Event description:
The device reported in this incident is an acu clip applier. The acu clip applier did not fire at all with the first attempt and fired two clips at same time with the second attempt. Then, the clip applier tore branch of artery when surgeon attempted to remove it.